Event description:
It was reported that the driver shaft broke during use in a posterior spinal surgical procedure. No patient complications were reported.

Manufacturer narrative:
Visual and optical inspection confirms the tip is not broken. Dimensional inspection of relevant dimensions confirms conformance to print specification. The tip has been worn, with the approximately 3mm of the tip plastically deformed, consistent with torsional overload. Additionally, the bushing pin is broken. The above findings are consistent with torsional overload.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.